Manufacturer narrative:
Unit received compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to compromised force sensor system alarm. Unit display properly. No missing segment/partial display anomaly when pressing act button noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had partial and unable to read anything. Customer states that pump was dropped. Blood glucose level was unknown at the time of the incident. Troubleshoot for partial display was performed but decline for low blood glucose level. The customer was advised to pump will be sent back for analysis and will send a replacement. The insulin pump will be returned for analysis.